Manufacturer narrative:
A; this report 2017865-2025-17203 is related to 2017865-2024-58247.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high capture threshold and high impedance. The patient's rv lead was explanted and replaced. The patient was stable.